Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination and debris on the j1 battery connector causing intermittent connection to the computer / analog board. The root cause of the intermittent connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.